Event description:
According to the sales rep - "the pt was to be transferred from wheel chair to bed. The pt was put in the wipe down sling, then raised. As she was being raised the caregiver heard a snap. The two inside loops holding the inside safety belt became detached and the pt was quickly lowered to the floor with caregivers preventing a hard fall."

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR medibo (B)(4).